Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-05-11 h6: investigation summary bd received 5 samples and 4 photos for investigation. The photos were reviewed and the indicated failure mode for tube breakage with the incident lot was observed. Additionally, 200 retention samples from bd inventory were evaluated by visual examination and no defects were observed that could lead to glass breakage. 10 of the retention samples, along with the 5 returned samples, were drawn with water using bd multi-sample needles and single use holders and no cracking occurred. Bd was not able to determine a root cause for the glass breakage seen in the photos. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. See h10.

Event description:
It was reported the bd seditainer¿ 4nc 0.105m 1.26 ml blood collection tubes experienced glass breakage during use the following information was provided by the initial reporter. The customer stated: "breaks easily or repeatedly. "

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd seditainer¿ 4nc 0.105m 1.26 ml blood collection tubes experienced glass breakage during use the following information was provided by the initial reporter. The customer stated: "breaks easily or repeatedly. "